Manufacturer narrative:
(B)(4) - conversion to opened surgical repair, (B)(4) - are labeled in the IFU. Event eval: still under investigation.

Event description:
A male pt underwent abdominal aortic aneurysm repair on (B)(6) 2008. The physician implanted a flex main body and two iliac leg grafts. There were no reported complications. On (B)(6) 2010, the pt had all devices explanted and was converted to open repair due to continued follow-ups. It was noted continued sak growth. The pt had a symptomatic emergency room visit that led to the explant.